Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through the review of the event history logs. The cause was determined to be an unexpectedly high ultrafiltration (uf) for this therapy compared to other therapies. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:48:47. During night drain cycle three, the patient's ultrafiltration reading was 1108ml, indicating the home patient (hp) drained 1108ml more than their maximum programmed fill volume of 1800ml. No additional information is available.